Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that patient was implanted with durom on the right side on oct 10, 2007 and underwent revision(first revision) on jan 31, 2012 due to pain, loosening and osteoarthritis. The patient is likely to undergo a second revision due to elevated metal ions on an unknown date. Review of received data: document review could not be performed due to unknown product identification. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose:this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: the DHR check could not be performed as the lot number was not available. Conclusion: it was reported that patient was implanted with durom on the right side on oct 10, 2007 and underwent revision(first revision) on jan 31, 2012 due to pain, loosening and osteoarthritis. The patient is likely to undergo a second revision due to elevated metal ions on an unknown date. Left side complaint captured under (B)(4). Neither medical records nor the device identifications have been received and the complained products have not been returned. Therefore, an investigation could not be performed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and planned for revision surgery due to elevated metal ions.